Event description:
Catheter became detached from left chest port that was inserted 6 days prior. There had been good blood return before a medication injection. There was pain with the injection & no blood returned was obtained. Pt underwent procedure to retrieve detached catheter. No injury resulted.